Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Thrombocytopenia / anemia: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue was not determined without returned product investigation or sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The long-term outcome and quality indicator (loqi) database reported adverse event (ae) 4 for subject (B)(6), identified as hemolysis. The relationship was assessed as ¿probably¿ related. Loqi reported the following: the subject was noted to have hemolysis associated with impella support during hospitalization. The subject received a total of five units of packed red blood cells (prbcs) and two units of platelets during hospitalization. Anemia was assessed as being due to impella-related hemolysis. The subject also developed thrombocytopenia. The patient was considered stable.